Manufacturer narrative:
E was initially received via regulatory authority (reference number: FDA-2014-n-0736-0357) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pain") and addison's disease ("addison's disease (auto immune)/addison's crises") in a 41-year-old female patient who had essure (batch no. 12433496, 678713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (infection and stones) in 2005, multigravida (B)(6) 2002, (B)(6) 2004, (B)(6) 2007) and parity 3. Previously administered products included for an unreported indication: tramadol. Past adverse reactions to the above products included multiple allergies with tramadol. Concurrent conditions included serotonin syndrome (high fever/ increased blood pressure), gerd, chest pain, menometrorrhagia and adrenal insufficiency. Family history included heart disease, unspecified and hyperlipidemia. Concomitant products included hydrocortisone since june 2014 for addison's disease as well as anesthetics, general (general anesthesia). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced addison's disease (seriousness criterion hospitalization) with loss of consciousness, blood pressure decreased, memory impairment, fall, syncope, headache, dehydration, pain, hypoaesthesia, abdominal distension, metrorrhagia, night sweats, neuralgia, feeling abnormal, amnesia, tremor, alopecia, vision blurred and asthenia. On (B)(6) 2015, 5 years 6 months after insertion of essure, the patient experienced abdominal adhesions ("adhesions to abdominal wall"). In february 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2016, the patient experienced pain in extremity ("leg pain") and myalgia ("muscle aches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("black periods"), dyspareunia ("intercourse was intolerable"), migraine ("migraine / migraine headaches"), dyspnoea ("shortness of breath / breathing problems"), depression ("severe depression") with fatigue and insomnia, hepatic steatosis ("fatty liver"), sleep apnoea syndrome ("sleep apnea"), allergy to metals ("hypersensitivity reaction to nickel"), rash ("rashes on her legs"), anxiety ("anxiety"), restless legs syndrome ("restless leg syndrome") and tooth disorder ("slowly deteriorating"). The patient was treated with botulinum toxin type a (botox), levothyroxine, sumatriptan (imitrex), hydrocortisone acetate (cortef), antidepressants, ibuprofen (motrin) and surgery (da vinci assisted total hysterectomy and bilateral salpingectomy, lysis of adhesion to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, depression, hepatic steatosis, sleep apnoea syndrome and anxiety had not resolved and the addison's disease, menstrual disorder, dyspareunia, dyspnoea, hypothyroidism, abdominal adhesions, pain in extremity, myalgia, allergy to metals, rash, restless legs syndrome and tooth disorder outcome was unknown. The reporter considered abdominal adhesions, addison's disease, allergy to metals, anxiety, depression, dyspareunia, dyspnoea, hepatic steatosis, hypothyroidism, menstrual disorder, migraine, myalgia, pain in extremity, pelvic pain, rash, restless legs syndrome, sleep apnoea syndrome and tooth disorder to be related to essure. The reporter commented: she used condoms weekly from 2010 to 2014 within the five years preceding essure placement. Per medical record: missing teeth and crowns- upper jaw. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal computerised tomogram - on an unknown date: normal oesophagogastroduodenoscopy - on (B)(6) 2013: no ulcer or mass seen, only mild gastritis on (B)(6) 2010, hysterosalpingogram revealed two radiodense foreign bodies are seen within the pelvis, consistent with history of essure devices. On (B)(6) 2013, radiological report revealed cm simple appearing, exophytic right ovarian cyst. Otherwise unremarkable examination. On (B)(6) 2013, ultrasound pelvis revealed follicular changes are seen. Previously described right adnexal cyst has resolved. There is no free pelvic fluid. Concerning the injuries reported in this case, the following one was reported via social media: slowly deteriorating and per medical record the following ones were reported: pelvic pain, addison's disease, loss of consciousness, blood pressure decreased, fall, headache, menstrual disorder, fatigue, insomnia, depression, hepatic steatosis, night sweats, vision blurred, asthenia, alopecia, anxiety, tooth disorder.¿ further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. Her historical medication and concurrent conditions were added. Lab data was added. Essure insertion and removal dates were updated. Essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0357) on 12-aug-2015. The most recent information was received on 30-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / severe and persistent pain') and addison's disease ('addison's disease (auto immune)/addison's crises') in a 41-year-old female patient who had essure (batch no. 12433496,678713-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy (infection and stones) in 2005, multigravida (B)(6) 2002, (B)(6) 2004, (B)(6) 2007 and parity 3. Previously administered products included for an unreported indication: tramadol. Past adverse reactions to the above products included multiple allergies with tramadol. Concurrent conditions included serotonin syndrome (high fever/ increased blood pressure), gerd, chest pain, menometrorrhagia and adrenal insufficiency. Family history included heart disease, unspecified and hyperlipidemia. Concomitant products included hydrocortisone since (B)(6) 2014 for addison's disease as well as anesthetics, general. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced addison's disease (seriousness criterion hospitalization) with loss of consciousness, blood pressure decreased, memory impairment, fall, syncope, headache, dehydration, pain, hypoaesthesia, abdominal distension, metrorrhagia, night sweats, neuralgia, feeling abnormal, amnesia, tremor, alopecia, vision blurred and asthenia. On (B)(6) 2015, the patient experienced abdominal adhesions ("adhesions to abdominal wall"), 5 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2016, the patient experienced pain in extremity ("leg pain") and myalgia ("muscle aches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("black periods"), dyspareunia ("intercourse was intolerable"), migraine ("migraine / migraine headaches"), dyspnoea ("shortness of breath / breathing problems"), depression ("severe depression") with fatigue and insomnia, hepatic steatosis ("fatty liver"), sleep apnoea syndrome ("sleep apnea"), allergy to metals ("hypersensitivity reaction to nickel"), rash ("rashes on her legs"), anxiety ("anxiety"), restless legs syndrome ("restless leg syndrome"), tooth disorder ("slowly deteriorating") and autoimmune disorder ("autoimmune disease") and was found to have weight increased ("I barely eat and I look 6 months pregnant"). The patient was treated with antidepressants, botulinum toxin type a (botox), hydrocortisone acetate (cortef), levothyroxine, sumatriptan (imitrex), , migraine meds, pain medications, surgery (da vinci assisted total hysterectomy and bilateral salpingectomy, lysis of adhesion to remove essure), thyroid hormone replacement therapy and steroid tablets and shots as needed. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, depression, hepatic steatosis, sleep apnoea syndrome and anxiety had not resolved and the addison's disease, menstrual disorder, dyspareunia, dyspnoea, hypothyroidism, abdominal adhesions, pain in extremity, myalgia, allergy to metals, rash, restless legs syndrome, tooth disorder, autoimmune disorder and weight increased outcome was unknown. The reporter considered abdominal adhesions, addison's disease, allergy to metals, anxiety, autoimmune disorder, depression, dyspareunia, dyspnoea, hepatic steatosis, hypothyroidism, menstrual disorder, migraine, myalgia, pain in extremity, pelvic pain, rash, restless legs syndrome, sleep apnoea syndrome, tooth disorder and weight increased to be related to essure. The reporter commented: she used condoms weekly from 2010 to 2014 within the five years preceding essure placement. Per medical record: missing teeth and crowns- upper jaw. Patient commented she get sick to the point that she have almost died 3 times. Also she said she barely eat and looks like 6 months pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: normal. Computerised tomogram - on an unknown date: results: normal. Oesophagogastroduodenoscopy - on (B)(6) 2013: results: no ulcer or mass seen, only mild gastritis. Diagnostic results: on (B)(6) 2010, hysterosalpingogram revealed two radiodense foreign bodies are seen within the pelvis, consistent with history of essure devices. On (B)(6) 2013, radiological report revealed cm simple appearing, exophytic right ovarian cyst. Otherwise unremarkable examination. On (B)(6) 2013, ultrasound pelvis revealed follicular changes are seen. Previously described right adnexal cyst has resolved. There is no free pelvic fluid. (B)(6) 2015, surgical histology report: final pathologic diagnosis uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: secretory phase endometrium, arteriovenous malformation of the myometrium, nabothian cyst of the endocervix and paratubal cysts. Procedure: davinci assisted total bhysterectomy and bilateral salpingectomy. Gross description: the container is labeled uterus, bilateral tubes. The specimen is a 108 gram symmetric uterus with attached bilateral fallopian tubes and cervix. The uterus is 9 cm. From fundus to ectocervix, 6 cm. Transversely and 4.5 cm. Anterior to posterior. The serosa is pink-tan, smooth, glistening and free of adhesions. The endocervical canal is 3.5 cm. Long, lined by tan, glistening mucosa. The endometrial cavity is triangular and lined by tan, glistening mucosa measuring up to 0.5 cm. Thick. The myomet. Rium is pink-tan, rubbery, and ranges from 1.5 t.o 2.8 cm. Thick sectioning the myometrium reveals a tightly coiled metallic wire placed in the left cornu. The left fallopian tube is 6 cm. In length up to 1 cm in diameter. The serosa is tan, smooth and congested with an unremarkable fimbriated end. The lumen is pinpoint and unremarkable. The right fallopian tube is 5.5 cm. Long up to 0.8 cm. In diameter. The tubal serosa bears a 0.8 cm. In diameter cyst near the fimbriaited end. The fimbriaited end is unremarkable. Sectioning reveals a pinpoint lumen. Representative sections are submitted in 8 cassettes as follows: 1,2: cervix, 3 ¿ 6: uterine wall, 7: left tube, 8: right tube. Blocks x1 ¿ x4 additional sections of the myometrium. Concerning the injuries reported in this case, the following one was reported via social media: slowly deteriorating and per medical record the following ones were reported: pelvic pain, addison's disease, loss of consciousness, blood pressure decreased, fall, headache, menstrual disorder, fatigue, insomnia, depression, hepatic steatosis, night sweats, vision blurred, asthenia, alopecia, anxiety, tooth disorder.¿ further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 12-aug-2015. The most recent information was received on 05-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / severe and persistent pain') and addison's disease ('addison's disease (auto immune)/addison's crises') in a 41-year-old female patient who had essure (batch no. 12433496,678713-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy (infection and stones) in 2005, multigravida ((B)(6) 2002, (B)(6) 2004, (B)(6) 2007) and parity 3. Previously administered products included for an unreported indication: tramadol. Past adverse reactions to the above products included multiple allergies with tramadol. Concurrent conditions included serotonin syndrome (high fever/ increased blood pressure), gerd, chest pain, menometrorrhagia and adrenal insufficiency. Family history included heart disease, unspecified and hyperlipidemia. Concomitant products included hydrocortisone since (B)(6) 2014 for addison's disease as well as anesthetics, general. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced addison's disease (seriousness criterion hospitalization) with loss of consciousness, blood pressure decreased, memory impairment, fall, syncope, headache, dehydration, pain, hypoaesthesia, abdominal distension, metrorrhagia, night sweats, neuralgia, feeling abnormal, amnesia, tremor, alopecia, vision blurred and asthenia. On (B)(6) 2015, the patient experienced abdominal adhesions ("adhesions to abdominal wall"), 5 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2016, the patient experienced pain in extremity ("leg pain") and myalgia ("muscle aches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("black periods"), dyspareunia ("intercourse was intolerable"), migraine ("migraine / migraine headaches"), dyspnoea ("shortness of breath / breathing problems"), depression ("severe depression") with fatigue and insomnia, hepatic steatosis ("fatty liver"), sleep apnoea syndrome ("sleep apnea"), allergy to metals ("hypersensitivity reaction to nickel"), rash ("rashes on her legs"), anxiety ("anxiety"), restless legs syndrome ("restless leg syndrome"), tooth disorder ("slowly deteriorating") and autoimmune disorder ("autoimmune disease") and was found to have weight increased ("I barely eat and I look 6 months pregnant"). The patient was treated with antidepressants, botulinum toxin type a (botox), hydrocortisone acetate (cortef), levothyroxine, sumatriptan (imitrex), , migraine meds, pain medications, surgery (da vinci assisted total hysterectomy and bilateral salpingectomy, lysis of adhesion to remove essure), thyroid hormone replacement therapy and steroid tablets and shots as needed. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, depression, hepatic steatosis, sleep apnoea syndrome and anxiety had not resolved and the addison's disease, menstrual disorder, dyspareunia, dyspnoea, hypothyroidism, abdominal adhesions, pain in extremity, myalgia, allergy to metals, rash, restless legs syndrome, tooth disorder, autoimmune disorder and weight increased outcome was unknown. The reporter considered abdominal adhesions, addison's disease, allergy to metals, anxiety, autoimmune disorder, depression, dyspareunia, dyspnoea, hepatic steatosis, hypothyroidism, menstrual disorder, migraine, myalgia, pain in extremity, pelvic pain, rash, restless legs syndrome, sleep apnoea syndrome, tooth disorder and weight increased to be related to essure. The reporter commented: she used condoms weekly from 2010 to 2014 within the five years preceding essure placement. Per medical record: missing teeth and crowns- upper jaw. Patient commented she get sick to the point that she have almost died 3 times. Also she said she barely eat and looks like 6 months pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: normal. Computerised tomogram - on an unknown date: results: normal. Oesophagogastroduodenoscopy - on (B)(6) 2013: results: no ulcer or mass seen, only mild gastritis. Diagnostic results: on (B)(6) 2010, hysterosalpingogram revealed two radiodense foreign bodies are seen within the pelvis, consistent with history of essure devices. On (B)(6) 2013, radiological report revealed cm simple appearing, exophytic right ovarian cyst. Otherwise unremarkable examination. On (B)(6) 2013, ultrasound pelvis revealed follicular changes are seen. Previously described right adnexal cyst has resolved. There is no free pelvic fluid. (B)(6) 2015, surgical histology report: final pathologic diagnosis ¿ uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: secretory phase endometrium, arteriovenous malformation of the myometrium, nabothian cyst of the endocervix and paratubal cysts. Procedure: davinci assisted total bhysterectomy and bilateral salpingectomy. Gross description: the container is labeled uterus, bilateral tubes. The specimen is a 108 gram symmetric uterus with attached bilateral fallopian tubes and cervix. The uterus is 9 cm. From fundus to ectocervix, 6 cm. Transversely and 4.5 cm. Anterior to posterior. The serosa is pink-tan, smooth, glistening and free of adhesions. The endocervical canal is 3.5 cm. Long, lined by tan, glistening mucosa. The endometrial cavity is triangular and lined by tan, glistening mucosa measuring up to 0.5 cm. Thick. The myomet.rium is pink-tan, rubbery, and ranges from 1.5 t.o 2.8 cm. Thick sectioning the myometrium reveals a tightly coiled metallic wire placed in the left cornu. The left fallopian tube is 6 cm. In length up to 1 cm in diameter. The serosa is tan, smooth and congested with an unremarkable fimbriated end. The lumen is pinpoint and unremarkable. The right fallopian tube is 5.5 cm. Long up to 0.8 cm. In diameter. The tubal serosa bears a 0.8 cm. In diameter cyst near the fimbriaited end. The fimbriaited end is unremarkable. Sectioning reveals a pinpoint lumen. Representative sections are submitted in 8 cassesttes as follows: 1,2: cervix. 3 ¿ 6: uterine wall. 7: left tube. 8: right tube. Blocks x1 ¿ x4 additional sections of the myometrium. Concerning the injuries reported in this case, the following one was reported via social media: slowly deteriorating and per medical record the following ones were reported: pelvic pain, addison's disease, loss of consciousness, blood pressure decreased, fall, headache, menstrual disorder, fatigue, insomnia, depression, hepatic steatosis, night sweats, vision blurred, asthenia, alopecia, anxiety, tooth disorder.¿ this lot 678713 is not valid. Lot number: 12433496, manufacturing date: 2010-03, expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0357) on 12-aug-2015. The most recent information was received on 23-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pain") and addison's disease ("addison's disease (auto immune)/addison's crises") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (infection and stones) in 2005, multigravida ((B)(6) 2002, (B)(6) 2004,(B)(6) 2007) and parity 3. Concurrent conditions included depression. Concomitant products included hydrocortisone since (B)(6) 2014 for addison's disease as well as anesthetics, general (general anesthesia). In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced addison's disease (seriousness criterion hospitalization) with loss of consciousness, blood pressure decreased, memory impairment, fall, syncope, headache, dehydration, pain, hypoaesthesia, abdominal distension, metrorrhagia, night sweats, neuralgia, feeling abnormal, amnesia, tremor, alopecia, vision blurred and asthenia. On (B)(6) 2015, the patient experienced abdominal adhesions ("adhesions to abdominal wall"). In (B)(6) 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2016, the patient experienced pain in extremity ("leg pain") and myalgia ("muscle aches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("black periods"), dyspareunia ("intercourse was intolerable"), migraine ("migraine / migraine headaches"), dyspnoea ("shortness of breath / breathing problems"), depression ("severe depression") with fatigue and insomnia, hepatic steatosis ("fatty liver"), sleep apnoea syndrome ("sleep apnea"), allergy to metals ("hypersensitivity reaction to nickel"), rash ("rashes on her legs"), anxiety ("anxiety"), restless legs syndrome ("restless leg syndrome") and tooth disorder ("slowly deteriorating"). The patient was treated with botulinum toxin type a (botox), levothyroxine, sumatriptan (imitrex), hydrocortisone acetate (cortef), antidepressants and surgery (hysterectomy to remove essure). Essure was removed in december 2015. At the time of the report, the pelvic pain, migraine, depression, hepatic steatosis, sleep apnoea syndrome and anxiety had not resolved and the addison's disease, menstrual disorder, dyspareunia, dyspnoea, hypothyroidism, abdominal adhesions, pain in extremity, myalgia, allergy to metals, rash, restless legs syndrome and tooth disorder outcome was unknown. The reporter considered abdominal adhesions, addison's disease, allergy to metals, anxiety, depression, dyspareunia, dyspnoea, hepatic steatosis, hypothyroidism, menstrual disorder, migraine, myalgia, pain in extremity, pelvic pain, rash, restless legs syndrome, sleep apnoea syndrome and tooth disorder to be related to essure. The reporter commented: she used condoms weekly from 2010 to 2014 within the five years preceding essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal. Computerised tomogram - on an unknown date: normal. She underwent in on (B)(6) 2010 via hysterosalpingogram. Concerning the injuries reported in this case, the following one was reported via social media: slowly deteriorating. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2018: social media case. New event added- slowly deteriorating. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 12-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / severe and persistent pain') and addison's disease ('addison's disease (auto immune)/addison's crises') in a 41-year-old female patient who had essure (batch no. 12433496, 678713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy (infection and stones) in 2005, multigravida ((B)(6) 2002, (B)(6) 2004,(B)(6) 2007) and parity 3. Previously administered products included for an unreported indication: tramadol. Past adverse reactions to the above products included multiple allergies with tramadol. Concurrent conditions included serotonin syndrome (high fever/ increased blood pressure), gerd, chest pain, menometrorrhagia and adrenal insufficiency. Family history included heart disease, unspecified and hyperlipidemia. Concomitant products included hydrocortisone since (B)(6) 2014 for addison's disease as well as anesthetics, general. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced addison's disease (seriousness criterion hospitalization) with loss of consciousness, blood pressure decreased, memory impairment, fall, syncope, headache, dehydration, pain, hypoaesthesia, abdominal distension, metrorrhagia, night sweats, neuralgia, feeling abnormal, amnesia, tremor, alopecia, vision blurred and asthenia. On (B)(6) 2015, the patient experienced abdominal adhesions ("adhesions to abdominal wall"), 5 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2016, the patient experienced pain in extremity ("leg pain") and myalgia ("muscle aches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("black periods"), dyspareunia ("intercourse was intolerable"), migraine ("migraine / migraine headaches"), dyspnoea ("shortness of breath / breathing problems"), depression ("severe depression") with fatigue and insomnia, hepatic steatosis ("fatty liver"), sleep apnoea syndrome ("sleep apnea"), allergy to metals ("hypersensitivity reaction to nickel"), rash ("rashes on her legs"), anxiety ("anxiety"), restless legs syndrome ("restless leg syndrome"), tooth disorder ("slowly deteriorating") and autoimmune disorder ("autoimmune disease") and was found to have weight increased ("I barely eat and I look 6 months pregnant"). The patient was treated with antidepressants, botulinum toxin type a (botox), hydrocortisone acetate (cortef), levothyroxine, sumatriptan (imitrex), , migraine meds, pain medications, surgery (da vinci assisted total hysterectomy and bilateral salpingectomy, lysis of adhesion to remove essure), thyroid hormone replacement therapy and steroid tablets and shots as needed. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, depression, hepatic steatosis, sleep apnoea syndrome and anxiety had not resolved and the addison's disease, menstrual disorder, dyspareunia, dyspnoea, hypothyroidism, abdominal adhesions, pain in extremity, myalgia, allergy to metals, rash, restless legs syndrome, tooth disorder, autoimmune disorder and weight increased outcome was unknown. The reporter considered abdominal adhesions, addison's disease, allergy to metals, anxiety, autoimmune disorder, depression, dyspareunia, dyspnoea, hepatic steatosis, hypothyroidism, menstrual disorder, migraine, myalgia, pain in extremity, pelvic pain, rash, restless legs syndrome, sleep apnoea syndrome, tooth disorder and weight increased to be related to essure. The reporter commented: she used condoms weekly from 2010 to 2014 within the five years preceding essure placement. Per medical record: missing teeth and crowns- upper jaw. Patient commented she get sick to the point that she have almost died 3 times. Also she said she barely eat and looks like 6 months pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: normal. Computerised tomogram - on an unknown date: results: normal. Oesophagogastroduodenoscopy - on (B)(6) 2013: results: no ulcer or mass seen, only mild gastritis. Diagnostic results: on (B)(6) 2010, hysterosalpingogram revealed two radiodense foreign bodies are seen within the pelvis, consistent with history of essure devices. On (B)(6) 2013, radiological report revealed cm simple appearing, exophytic right ovarian cyst. Otherwise unremarkable examination. On (B)(6) 2013, ultrasound pelvis revealed follicular changes are seen. Previously described right adnexal cyst has resolved. There is no free pelvic fluid. (B)(6) 2015, surgical histology report: final pathologic diagnosis ¿ uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: secretory phase endometrium, arteriovenous malformation of the myometrium, nabothian cyst of the endocervix and paratubal cysts. Procedure: davinci assisted total hysterectomy and bilateral salpingectomy. Gross description: the container is labeled uterus, bilateral tubes. The specimen is a 108 gram symmetric uterus with attached bilateral fallopian tubes and cervix. The uterus is 9 cm. From fundus to ectocervix, 6 cm. Transversely and 4.5 cm. Anterior to posterior. The serosa is pink-tan, smooth, glistening and free of adhesions. The endocervical canal is 3.5 cm. Long, lined by tan, glistening mucosa. The endometrial cavity is triangular and lined by tan, glistening mucosa measuring up to 0.5 cm. Thick. The myometrium is pink-tan, rubbery, and ranges from 1.5 to 2.8 cm. Thick sectioning the myometrium reveals a tightly coiled metallic wire placed in the left cornu. The left fallopian tube is 6 cm. In length up to 1 cm in diameter. The serosa is tan, smooth and congested with an unremarkable fimbriated end. The lumen is pinpoint and unremarkable. The right fallopian tube is 5.5 cm. Long up to 0.8 cm. In diameter. The tubal serosa bears a 0.8 cm. In diameter cyst near the fimbriated end. The fimbriated end is unremarkable. Sectioning reveals a pinpoint lumen. Representative sections are submitted in 8 cassettes as follows: 1,2: cervix. 3 ¿ 6: uterine wall. 7: left tube. 8: right tube. Blocks x1 ¿ x4 additional sections of the myometrium. Concerning the injuries reported in this case, the following one was reported via social media: slowly deteriorating and per medical record the following ones were reported: pelvic pain, addison's disease, loss of consciousness, blood pressure decreased, fall, headache, menstrual disorder, fatigue, insomnia, depression, hepatic steatosis, night sweats, vision blurred, asthenia, alopecia, anxiety, tooth disorder.¿ further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events were added: autoimmune disorder and weight increased. New reporter was add. Reporter causality comment amended. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4)) on 12-aug-2015. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pain") and addison's disease ("addison's disease (auto immune)/addison's crises") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (infection and stones) in 2005, gravida ii ((B)(6) 2002, (B)(6) 2004, (B)(6) 2007) and parity 3. Concomitant products included hydrocortisone in (B)(6) 2014 for addison's disease as well as anesthetics and general (general anesthesia). In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced addison's disease (seriousness criterion hospitalization) with loss of consciousness, blood pressure decreased, memory impairment, fall, syncope, headache, dehydration, pain, hypoaesthesia, abdominal distension, metrorrhagia, night sweats, neuralgia, feeling abnormal, amnesia, tremor, alopecia, vision blurred and asthenia. On (B)(6) 2015, the patient experienced abdominal adhesions ("adhesions to abdominal wall"). In (B)(6) 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2016, the patient experienced pain in extremity ("leg pain") and myalgia ("muscle aches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("black periods"), dyspareunia ("intercourse was intolerable"), migraine ("migraine / migraine headaches"), dyspnoea ("shortness of breath / breathing problems"), depression ("severe depression") with fatigue and insomnia, hepatic steatosis ("fatty liver"), sleep apnoea syndrome ("sleep apnea"), allergy to metals ("hypersensitivity reaction to nickel"), rash ("rashes on her legs"), anxiety ("anxiety") and restless legs syndrome ("restless leg syndrome"). The patient was treated with botulinum toxin type a (botox), levothyroxine, sumatriptan (imitrex), hydrocortisone acetate (cortef), antidepressants and surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the pelvic pain, migraine, depression, hepatic steatosis, sleep apnoea syndrome and anxiety had not resolved and the addison's disease, menstrual disorder, dyspareunia, dyspnoea, hypothyroidism, abdominal adhesions, pain in extremity, myalgia, allergy to metals, rash and restless legs syndrome outcome was unknown. The reporter considered abdominal adhesions, addison's disease, allergy to metals, anxiety, depression, dyspareunia, dyspnoea, hepatic steatosis, hypothyroidism, menstrual disorder, migraine, myalgia, pain in extremity, pelvic pain, rash, restless legs syndrome and sleep apnoea syndrome to be related to essure. The reporter commented: she used condoms weekly from 2010 to 2014 within the five years preceding essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal. Computerised tomogram - on an unknown date: normal. She underwent in on (B)(6) 2010 via hysterosalpingogram. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2017: pfs received - case upgraded as incident. New events, hypothyroidism, adhesions to abdominal wall, leg pain, muscle ache, hypersensitivity reaction to nickel, rashes on her legs, anxiety and restless leg syndrome were added..surgical treatment was added for the event pelvic pain. Product explant date was added. New reporter was added. Aka name was added. Historical and concomitant conditions and treatment medication were added. Patient information was added. Outcome was updated. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.